Manufacturer narrative:
The company, 21.0 diopter lens was not returned. Two photos were provided. Both are of the eye. The first photo has what appears to be a strip of material upper left quadrant. Unable to determine if on the posterior or anterior surface. The second photo is a magnified view. The material in this photo appears different that the first photo. Unable to determine if the material is in or on the eye. Iol product history records were reviewed and documentation indicated the product met release criteria. The indicated cartridge and handpiece are qualified for use with this lens model. A non-qualified viscoelastic was indicated. The root cause for the reported foreign material could not be determined. The lens and foreign material were not returned. The lens remains implanted. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated. Strong resistance was reported. This could indicate the lens or plunger were not in proper positions for advancement or there was an inadequate amount of viscoelastic in the cartridge. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the foreign material remains in the same place as the day after the surgery, and is not in the pupil area. The patient is being followed up.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon felt a strong resistance. An indentation around the optical part was confirmed, but the surgery was completed. The day after the surgery, the indentation disappeared, but a foreign material was confirmed behind the iol in the bag. The surgeon wants to check if the inside of the cartridge might have been scraped by the injector. There are two medical device reports associated with this event. This report is associated with the iol.